Manufacturer narrative:
No patient information provided to date after calls to customer 01/04/21, 01/05/21, and 01/06/21. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The drive gas check valve was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction causing an over delivery of pressure in the patient circuit. There was no report of patient injury.